Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump's screen/cover broke and was being held by a rubber band, while the user continued operating the device; a replacement ilet was arranged and backup therapy was recommended. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on health, no alerts or alarms requiring action, and continued therapy via backup method. Investigation included review of the complaint details and coordination for device replacement and return. Investigation of this case revealed a hardware failure consistent with a broken or delaminated screen component, with no device-generated alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure unrelated to software or use error.